Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr became stuck in the lesion. The target lesion was located in the left anterior descending artery (lad). A 1.75mm rotalink plus was selected for use. During the procedure, it was noted that the system stalled and the physician had to put the system on and off to spin the burr. However, it was further noted that the burr became stuck. There was a delay in the procedure as it took some time to remove the burr. Consequently, the physician had to cut the catheter in half to remove the device. The procedure was completed with a balloon and stent. No further patient complications were reported and the patient's status was fine post-procedure.